Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 1 photos and 1 video were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter- hair with the incident lot was observed. Hair nets and beard covers are a requirement during all stages of production. This is believed to be an isolated incident. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on device cannula/needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: there was "foreign matter in needle's tip."